Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted from crimped stent position and misaligned. The undamaged crimped stent outer diameter was measured and the result was 0.0445 inches, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-jul-2021. It was reported that crossing difficulties were encountered. The moderately tortuous and moderately calcified right coronary artery. A 38 x 3.50 promus elite mr drug-eluting was advanced, however failed to cross the lesion even after repeated effort. The procedure was completed with a different device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.